Event description:
A 25 kg pediatric pt was undergoing continuous renal replacement therapy on the prismaflex control unit with a prismaflex hf1000 set. The pt's access site was covered with a blanket and the return line of the filter set became disconnected from the access catheter. The nurse found the return line disconnected with a large amount of blood loss. The pt became hypotensive and required fluid resuscitation. The lines were clamped and treatment stopped. The pt received a transfusion of blood and blood cultures were also drawn. The prismaflex control unit was inspected and determined to be operating within manufactures specification. The prismaflex hf1000 filter set was discarded and not available for analysis. MFR ref # 8010182-2015-00007.